Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 02/09/2024, it was reported by a sales representative via e-mail that an ar-2323bcc suture anchors peek tip separated from the anchor. This occurred during a rotator cuff case on (B)(6) 2024 during insertion of the anchor. The case was completed. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.